Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was achieved post-operatively.